Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, a cause for the reported unintended movement (clip open-locked) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report the clip opening while locked. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 4. One xtw clip was placed a2/p2 medially per the instructions for use. Upon clip detachment from the clip delivery system (cds), the clip opened to about 20-30 degrees. Final mr was at grade 1. There was no change in mr due to the clip opening. There is no tissue damage due to clip opening. After ten minutes, it was confirmed on fluoroscopy and echocardiogram that the clip did not open any further. There was no clinically significant delay in the procedure and no adverse patient effects.